Event description:
During the ablation procedure, the affera system was having impedance issues. An extra affera cable and extra affera sphere 9 ablation catheter had to be utilized to resolve the issue. Patient code: 4582. Device code: 2950. Referencing report mw5184288.